Event description:
The customer reported that the treatment count is incorrect.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the treatment count is incorrect. Elekta have been unable to reproduce the issue of an infraction recording being randomly added and the treatment counter not being incremented. The customer was contacted several times for information required to investigate the reported problem. All attempts to obtain additional information were unsuccessful. The routine practice at this site is to manually enter treatment recordings performed on this machine. Based on the data provided, only the treatment counter was affected and did not increment as expected following the recording where the infraction recording was randomly added. The fraction count and cumulative dose columns are correct and there is no evidence of mistreatment.